Event description:
It was reported that the patient was in ventricular tachycardia and the device was fired multiple times and was unable to correct the rhythm. At the regular device safety check, there was no rhythm present. An alert was sent to the physician's office. The patient was found deceased.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
Correction: should have included product problem, reporter title should have been dr., (B)(4).